Manufacturer narrative:
Refer to manufacturer report #3007566237-2016-00259. This report captures the issue that led to the lead replacement procedure. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported that during a lead replacement procedure, they were unable to connect the new lead to the existing implantable neurostimulator (ins). The ins was changed out for a new one and the issue was resolved. Following the procedure, the patient was doing well.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the set screw was backed out too far. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.